Event description:
Description of event according to complainant: a (B)(6) male underwent a tvar procedure to repair an aortic aneurysm. During the procedure, when the physician had closed the valve completely, blood continued to gush out, 500 cc in total. The physician used a coda balloon to stop blood loss until sheath could be exchanged. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation still in progress.